Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The pt's heart failure cardiologist reported that the pt was complaining about experiencing a vibration from the pump. Waveforms and log files were downloaded and sent to the manufacturer for evaluation. Visual examination revealed no cuts or tears noted with pump parameters appearing normal. The waveforms and log files analysis from the manufacturer appeared within normal limits. One month later, the pt came into clinic with the sheath near the metal attachment to the system controller pulled back and wires exposed, explaining that when he woke up, he noticed this damage. The day before, when he was in clinic, there had been no sign of trauma to the percutaneous lead. The manufacturer suggested that waveforms and log files be sent in for analysis and in addition, an xray was suggested. Rescue tape was applied and the pt was discharged home. Two weeks later, a decision was made to replace the lvad with another lvad. The pt was released and is at home doing well.